Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed out from low blood glucose levels and that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 189 mg/dl compared with the sensor glucose reading of 52 mg/dl. The customer stated that the device alerted low sensor glucose levels when her blood glucose did not run low, but when she experienced low blood glucose, she had not been informed. The most recent blood glucose reading was 109 mg/dl. Advised the customer to try the reviewed suggestions to resolve the sensor issues. Nothing further reported.